Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported no image during reprocessing involving an olympus scope cable. There was no patient involvement reported.